Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. During a left atrial appendage (laa) closure procedure, blood was noted to be leaking from the valve of the watchman® access system (was). At the time the leak was noted, the guide wire or the pigtail catheter was within the was, but then removed in order to fix the valve. Attempts to close the valve to maintain hemostasis were not successful. The was exchanged for another was and the procedure was completed. There were no patient complications reported and the patient's status was fine.